Event description:
Related to MFR. Report no. 2183959-2014-00308. Additional information received indicated that the right anterior sacrospinous ligament arm was removed. No additional patient complications have been reported in relation to this event.

Event description:
Related to MFR#: 2183959-2014-00307 it was reported that following an elevate anterior implantation, the patient experienced vaginal pain and dyspareunia. The right anterior sacrospinous ligament arm and the right and left posterior arms were removed. No additional patient complications have been reported in relation to this event.